Manufacturer narrative:
(B) (4): the device reported, list number 55238, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B) (4)

Event description:
Same case as 1527460-2010-00077. The complainant reports an under delivery. It was reported that 150 ml of feeding were hung, with the intended delivery at 36 ml per hour. The delivery was taking 3 hours to feed rather than 2 hours.